Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Insulin pump received with minor scratched lcd window, cracked case reservoir tube window corner and stripped battery cap(p) coin slot. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in section b5 date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down and up arrow button was sticky. The customer¿s blood glucose level was unknown. The customer stated that the window of the insulin pump was scratched. The screw that holds the battery in that looks like its getting stripped. The device will not be returned for the analysis.